Event description:
During a ptca procedure in a mid rca lesion, the in-stent restenosis was predilalted with a balloon and then another stent was placed distal to the sten. A guide wire then placed in the pda and the centering catheter advanced without difficulty. A distal segment was treated and it was noted that the tip of the catheter was advanced onto 3 cm floppy tip of the guide wire. The balloon was pulled back and the proximal segment was treated. The system was then positioned for removal, but resistance was noted on the guide wire. The guide wire was pulled out and the tip of the catheter was noted to be detached from the catheter, and was stuck on the guide wire. No pt injury was reported.